Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a business partner regarding a patient who received gabalon (unknown concentration or dose) in an implantable pump for an unknown indication for use. The patient experienced a weakening effect. Replacement of the pump system was planned and the pump was removed. It was reported the complaint was found during pump removal. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results are not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date and explant date of the pump, the patient gender, age, and weight, and details regarding suspected device issues were unobtainable. The cause of the weakening effect was undetermined. It was unknown what diagnostics/troubleshooting were performed. It was unknown if the pump replacement resolved the issue. No further issues were reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a business partner indicated the pump had an anomaly. No further information was provided.